Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was having problems with his infusion sets. Customer had blood at site with one infusion set and another infusion set came right out. Caller stated that the customer had a bent/kinked cannula. Customer's blood glucose was around 400 mg/dl. Customer was hospitalized as a result of the high blood glucose readings before the customer was using the insulin pump. Caller stated that the site is not actively bleeding at the time of the call. Caller was advised that they may have inserted into a capillary, which caused the blood at site. Caller was advised to do a set change and to monitor the issue. Caller declined troubleshooting for high blood glucose. Caller stated that she treated the customer with a shot.